Event description:
During an uncertain procedure, the ptfe pad of the subject device was partially separated. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation; however, the sterilization of the device is not completed. The evaluation of the device is not begun. This will be supplemented if device evaluation becomes available.